Event description:
Reporter indicated that the patient went to an ent physician to have his vocal cords examined due to hoarseness. Examination found that the patient had left vocal cord paresis. The patient is being treated with prednisone as the physician believes the postoperative inflammation of the area is causing the vocal cord paresis. This treatment has led the patient to claim that the issue is resolving, and would like the device activated soon. Since the device has not yet been activated, the event is not related to vns stimulation.